Event description:
Pt was revised to address femoral loosening at the cement/implant interface. Competitor's cement was used as the original surgery. Poly wear and osteolysis discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 15 yrs ago. The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.